Event description:
It was reported that the physician was attempting to use a endeavor resolute rx drug-eluting stent when the physician noticed contaminate within the hoop of the unused device. Physician switched to another device to complete the procedure. No patient injury occurred. Evaluation summary: the device returned in its hoop, which appeared to have been contaminated with blood. The device was removed from the hoop, no style tte was attached to the device when removed from the hoop. The stent when inspected appeared to have blood residue along its working length. The stent was present on the balloon between the markerbands. The distal tip of the device had slight evidence of damage, it appeared flared. The 11th distal segment had evidence of stent deformation, the struts were stretched. The 14th proximal segment had raised and stretched struts. The 13th proximal segment also had a partially raised strut. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility, issue is related to the attempt to use the device during the procedure. Stent deformation. Conclusion: manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility, issue is related to the attempt to use the device during the procedure. Stent deformation. (B)(4).